Event description:
Hosp emergency room personnel responded to a pt described as in full cardiac arrest. The device was available with shock advisory adapter connected. Pediatric paddles were connected to the device through the adapter. When the charge button was pressed, the device would not charge. Another device was immediately called for and used. The pt was not resuscitated.